Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4). Relevant tests/laboratory data, including dates - additional information. If follow-up, what type - additional information additional narratives/data - provide narrative/data - additional information (including cross-references in this section that were not included on the initial medwatch.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.